Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Button error alarm and no button response due to flattened act button dome switch. Pump received with cracked display window corner, reservoir tube lip, belt clip slot, and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.